Event description:
It was reported that during a procedure of the eccentric, 75% stenosed, mid left anterior descending (lad) artery, the balance middleweight (bmw) elite guide wire was positioned and a non-abbott micro catheter was used without resistance. The micro catheter was attempted to be removed, however, the bmw elite would not stay in position and retracted with the micro catheter. The bmw elite was advanced into the lad and the micro catheter was attempted to be removed, however, the guide wire also retracted. The two devices were removed from the anatomy as a single unit without issue. Outside the anatomy the devices could be separated without resistance. A non-abbott guide wire was used with the same micro catheter without resistance to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide cath: mach1 6f jl3.5. Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.